Manufacturer narrative:
Manufacturer's analysis found that the external pulse generator (epg) showed negative results during an atrial output test. It was also found that the epg failed calibration on the target tester, and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned for repair, tested out of specification during manufacturer¿s analysis. There was no patient involvement.